Manufacturer narrative:
After submission of our initial manufacturer report to FDA, we contacted the healthcare facility two more times to request additional information, for a total of six times. No response was received. The device's complaint history was reviewed for the period from 2020 through 2023 and no issues were found. The investigation has been closed. Should additional information become known, the complaint will be reopened.

Manufacturer narrative:
Investigation of this event is in progress. Additional information has been requested from the healthcare facility with regard to batch number(s) of the leeches used, cause of the infection leading to the sepsis, the flap remodeling procedure and current health condition of the patient. The leech has a symbiotic relationship with the aeromonas bacteria, which is always present in the digestive tract and on tegument of leeches and is in fact essential to the animal's growth and survival. Therefore, the presence of aeromonas at the site of leech application is to be expected and prophylactic antibiotic treatment is always advisable when applying hirudotherapy. Device labeling describes the need for appropriate antibiotic prophylaxis and includes a list of antibiotics to which aeromonas strains are sensitive. All leeches are subject to routine microbiological testing at the manufacturing facility. Conformance to specifications is required prior to release for commercial distribution.

Event description:
On (B)(6) 2023, twelve days after undergoing osteosynthesis of a left olecranon fracture following a fall, the patient was subject to surgery due to deep burns suffered on the fractured arm six days after the original osteosynthesis surgery. Burn debridement was performed, immediately followed by a pedicled latissimus major flap graft to cover the osteosynthesized fracture site. The flap was treated with a total of approximately 50 leeches during the subsequent 72 hours to prevent potential venous congestion. At the time of surgery, the patient was being treated with antibiotics (amoxicillin and clavulanate) due to an early pneumopathy and a urinary infection. The antibiotic treatment was continued for three days throughout hirudotherapy application. Heavy bleeding was observed and 23 transfusions of packed red blood cells were required during the first three days after surgery, but there were no other notable complications. On july 20, 2023, the manufacturer was contacted by a pharmacy intern of the healthcare facility with regard to the presence of aeromonas veronii as a possible source of infection. The morning of july 21, 2023, the surgeon in charge of the operation and the hirudotherapy in turn contacted the manufacturer to let the manufacturer know that the flap was doing well and that there were no signs of infection due to leeches. According to the surgeon, aeromonas veronii had been found in the area of leech application, but he confirmed that these bacteria are naturally present in the leech and that the patient was not at risk. Later in the day on july 21, 2023, the manufacturer was informed that the healthcare facility had submitted an adverse event report to french regulatory authorities. The patient had developed sepsis with two possible portals of entry: cutaneous at the site of the flap and pulmonary. Antibiotic therapy with amikacin and ceftazidime was implemented immediately to target both potential infectious sites. Aeromonas veronii were detected on the flap in the area of leech application. In addition, gram-negative bacilli were identified by bronchoalveolar lavage. The specific pulmonary pathogen was unknown at the time the event was reported to the manufacturer. On july 24, 2023 the surgeon called again to explain that the flap was doing fine after having been treated with a total of approximately 50 leeches. He confirmed that the flap did not show any signs of infection at the time the adverse event report was submitted. However, the patient was affected by a urinary tract infection and a pulmonary infection at the time. Since the event, the patient has undergone a second operation to remodel the flap by debridement of the necrotic part of the distal paddle and cleaning of flap edges. Furthermore, surgery was performed on additional burns on the anterointernal surfaces of the patient's legs from thighs to feet.